Manufacturer narrative:
The reported condition could not be confirmed as all components were present and properly assembled. A disengaged metal component was returned with the device however, did not belong to the unit.

Event description:
The device was used during a carotid artery procedure. Reportedly, a component disengaged into pt's cavity. The hospital has reported no pt injury occurred.